Event description:
19cm catheter fractured at the tip and embolized to the lung. Was placed in 2000. The pt had developed symptoms of low grade fever and cough. Did x-ray & scan, identified piece in the lung. Pt was brought back in 2001 & the piece was confirmed. Tried to snare but were unable to retrieve it.